Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to sic (sensing integrity counter) and rv lead impedance variation. The rv lead also exhibited high thresholds at times and variable most other times, one high pacing impedance measurement, and six high rate non-sustained episodes in the last day. The patient was seen in the emergency department and detections were programmed off for the right ventricular (rv) lead. A subclavian crush was suspected from review of an x-ray of the lead. It was noted that fluro showed a clear subclavian crush. Three days later the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, the impedance trend of the right ventricular pacing lead was variable, and pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.